Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost programming. There was no reported adverse event.

Event description:
Additional information was received indicating that the issue did not cause any patient injury.

Manufacturer narrative:
Device evaluation: one cadd ms3 pump was returned for analysis in good condition. Functional and visual testing was performed. The pump was returned due to loss in programming. The analysis did not duplicate the customer's issue. Testing was performed and the device did not lose any program. The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, it's recommend to install software as preventive measure.